Event description:
Reportedly, on 27-january-2025, during the interrogation of an eno dr (sn: (B)(6), it is impossible to change the programmation. It was able to print and reinitialize the device memory, however it was impossible to leave the session. After clicking a long time on on/off button, the screen shut down. Then, after re-clicking on on/off button, the screen light up. Then, everything worked correclty.

Manufacturer narrative:
Review of the provided files/log did not permit to find any traces of the reported event. The most probable hypothesis is that a known bug occurred: pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. This issue is most likely related to a software bug, and it has been corrected with the last smartview version (3.18). This case is retained and utilized for trend purposes.

Manufacturer narrative:
Review of the provided files is ongoing and the results are not available at the moment.

Event description:
Reportedly, on 27-january-2025, during the interrogation of an eno dr (sn: (B)(6), it is impossible to change the programmation. It was able to print and reinitialize the device memory, however it was impossible to leave the session. After clicking a long time on/off button, the screen shut down. Then, after re-clicking on/off button, the screen light up. Then, everything worked correctly.